Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
While inserting the trial ps insert, the surgeon impacted the trial with the backside of a mallet because the joint was tight, he noticed the trial fractured. He identified the fractured piece and set it aside. Upon further inspection the staff identified two other areas of fracture and those pieces were not found.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon trial was reported. The event was confirmed based on the photograph of the insert trial provided. Device evaluation and results: a photograph of the fractured insert trial was provided. One fractured segment is visible beside the trial insert component. No medical records were made available for evaluation. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: there have been no other similar events for this lot. It is noted that the surgeon had impacted the insert trial with a mallet when the fracture occurred. There is an instruction not to impact the insert trial in the surgical protocol. As the trial component was not returned for evaluation, it is not possible to determine the root cause. Further information such as product evaluation and medical records are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
While inserting the trial ps insert, the surgeon impacted the trial with the backside of a mallet because the joint was tight, he noticed the trial fractured. He identified the fractured piece and set it aside. Upon further inspection the staff identified two other areas of fracture and those pieces were not found.